Event description:
It was reported that the lead warning triggered for both the atrial and ventricular leads, and both exhibited noise and low impedances. Additionally, the atrial lead exhibited a rise in thresholds. The ventricular lead polarity was changed to unipolar. Both leads will continue to be monitored, and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.